Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was component separation the following information was received by the initial reporter with the following verbatim: 11 yr old male patient - while priming alaris IV tubing with infliximab, extension set tubing detached from luer lock connection at top of extension set, so that the filter and tubing portion fell off and medication started to spill out. Set was quickly clamped from above to prevent loss of medication and new filter set had to be obtained, delaying medication delivery to patient. Defective product info: bd smartsite low sorbing extension set 0.2 micron low protein binding filter, ref 10013902, lot (10)23119346, exp 11-28-24 ¿ unit indicates this was saved, but I have not received it.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of extension set disconnection/separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013902 lot number 23119346 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.